Event description:
The customer alleged that she performed a control test and received a result of 366 mg/dl. A control range was not provided, but should be around 91-125 mg/dl. No adverse events were alleged. No product will be returned for evaluation. Replacement test strips were sent to the customer.